Event description:
The reporter stated that the drill bit became loosened from the drill. The surgeon was drilling through the pt's skull to introduce a bolt for securing a monitoring catheter. The bit slipped when the drill was about 80% through the skull. The drill bit was not rotated by the hand drill. The surgeon had to retract the hand drill slightly. He tighten the bit in the drill and recommence drilling. The cranial access was successful. There was no pt injury.

Manufacturer narrative:
A review of integra's complaint system showed that this event was reported to integra, and entered into the complaint mgmt system in 2008. A medwatch had not been submitted previously for this event. The product was not returned for eval. A review of the device history record showed no anomalies. Integra considers this complaint investigation closed. Further incidents of this nature will be documented for recurrence and trending purposes.